Event description:
Reporter indicated a vns therapy programming system handheld computer screen was freezing at various screens. The handheld was returned to the MFR. An analysis was performed on the handheld and a broken solder connection near the main battery terminal was identified. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This condition caused the handheld to intermittently lose power while the device is operating on main battery power. When the power was lost, the device would shut down but the image would remain on the screen and slowly fade out. No further anomalies were identified.